Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing pump set came apart at bottom fitment after the nurse flicked the tubing. Blood was splashed on the nurse who was wearing a mask, glasses and gown. Although there was no report of blood splash to the eye, the nurse flushed her eyes with saline. There is no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer¿s report that the set came apart at the bottom fitment could not be confirmed. A photograph provided by the customer showed a primary set with blood in the line, with a circle at the silicone segment near the lower fitment indicating were the set came apart. The root cause of the reported failure was not identified.